Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the dissection tip's proximal end chipped off. The piece was not retrieved from the pt; therefore, it could either be in the pt's leg or discarded. It was reported that approx 50% of the base broke off. The procedure had already been completed so no replacement was used. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).